Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing, resulting in the non-sustained right ventricular oversensing episodes. The device reprogramming was discussed but has not been performed yet. The patient would continue to be monitored.